Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 87-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. After the impella cp insertion it showed to have a high motor current (mc) and saturated flows. The left ventricle (lv) was significantly above the placement signal. The impella was dropped to p6 and the mc became within range and the lv signal and flows normalized. The percutaneous coronary intervention was completed and the impella was successfully weaned and removed. No patient harm was reported.

Manufacturer narrative:
The investigation into the saturated flow issue has been completed. The product was returned for review. The pump was visually inspected and biomaterial ingestion over the purge gap and around the impeller was found to be present. The data logs were reviewed and motor current spike with saturated flows were observed at the start. The cause of the saturated flow issue was due to biomaterial ingested over the purge gap and wrapped around the impeller per field investigation and log review.